Event description:
A customer contacted baxter's technical service center reporting a system error 2267 (air in set) during dwell 3 of 5 on the home choice (hc). The home patient (hp) stated that he just woke up to the alarm and noticed nothing unusual with the setup. The technical service representative (tsr) advised the hp to start over with new supplies or finish with manuals. The hp would end therapy for the night and call the peritoneal dialysis nurse (pdn) in the morning. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2267. Per the pdn, the home patient (hp) did not follow up with her regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 (air in set) was found to have an undetermined cause. The problem cannot be confirmed due to no use error described by the patient, the sample and lot number were unavailable for evaluation and an event log was not reviewed by a baxter employee.